Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that sometimes the subject device did not present an image. The issue occurred during transurethral resection therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that sometimes the subject device did not present an image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.